Event description:
Patient receiving intraoccular lens implant. When lens inserted into eye, surgeon saw through microscope that lens had a tear. Required widening of incision to remove damaged lens. No direct replacement for lens available, requiring a lens of a lesser strength to complete procedure. Lens did not appear to be damaged until viewed under microscope after already inserted in eye. The lens was removed, and a replacement was asked for. The circulator in the room went to get the replacement and realized that we did not have a replacement on-site. The surgeon was notified, and she selected a larger size for insertion. The surgeon had to extend the incision site to make room for the bigger lens.